Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump had a blank display. The customer's parent was assisted with troubleshooting for the blank display. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the display was not blank for less than 30 seconds but was not blank during the call. The customer was advised remove the battery and the insert battery alarm was not displayed. The customer mentioned that they received a stuck button alarm. The customer also stated that the battery cap, compartment, and springs were neither damaged nor corroded. Troubleshooting could not be continued and was moved to stuck button alarm troubleshooting. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. However, unit received with corroded printed circuit board and corroded motor home switch. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.